Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1 failed and was not detected on bus the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary drawer 7 was not detected on bus error detected. A field service engineer (fse) connected to the station remotely and confirmed that the drawer has been recovered. Then fse contacted the pharmacy and received confirmation that the drawer was no longer failed. The system functioned as intended after the field service engineer investigated the device.